Event description:
A customer reported to beckman coulter, inc. (Bec) that low cholesterol (chol) and suppressed prealbumin (pab) and aspartate aminotransferase (ast) results were obtained from unicel dxc 800 pro synchron clinical system. The customer indicated pab results were suppressed blank absorbance low and the ast results were suppressed oir (out of instrument range) low. Repeat testing on the customer's alternate dxc instrument produced higher cholesterol results. The customer stated that quality control results were acceptable before and after the event. The customer indicated that no erroneous results were reported out of the laboratory, and there was no death, injury or change to patient treatment attributed to this event. A field service engineer (fse) visited the site on (B)(6) 2012, and observed dripping from probe a. The fse found a hole on the tubing of probe a and replaced the tubing to resolve the issue. The fse also found the vacuum/wash probe was bent and replaced it. The fse verified the system operation. The cause of the event was a leaking reagent probe a.